Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin (2-3 units) was delivered and a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.